Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in reporting pain due to falling and rupturing the patella tendon and damaging the collateral ligaments. The surgeon revised all implants except the patella. The surgery was completed successfully. On 18 may 2022, the patient came in reporting pain due to a patella tendon rupture and the cause is unknown. The surgeon removed the patella implant and closed the patient up without a implanting a new patella implant. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 may 2022: lot 2108181: 144 items manufactured and released on 09-sep-2021. Expiration date: 2026-08-29. No anomalies found related to the problem. To date, 139 items of the same lot have been sold without any similar reported event.